Event description:
During a thrombectomy treatment procedure in an existing av graft, the tip detached from the guidewire. Thrombectomy had been performed using a 6 fr oasis catheter. Angiography was then performed which revealed that thrombus remained. The physician elected to reinsert the oasis catheter and guidwire to perform additional thrombectomy. Strong resistance was encountered as the physician was attempting to withdraw the guidewire. Additional tensile force was applied and at that point, the tip separated from the wire. A transcend guidewire was used to successfully complete the procedure. The patient status is reported as "good" following the procedure.